Event description:
Possible iatrogenic tracheal injury or bronchopleural fistula secondary to attempted feeding tube placement 3 times. Per imaging, it looked like the tube was coiled in right lung base. Patient then experienced worsening hypoxic and hypercarbia respiratory failure and descended into pea arrest, acls was initiated, and she was intubated. She developed a right-sided pneumothorax. FDA safety report ID # (B)(4).